Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair surgery the shaver blade broke off. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 11-dec-2023 dw. Further information were provided that the device broke off outside the patient and no fragments had to be retrieved out of the patient.

Manufacturer narrative:
The complaint allegation is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device.